Event description:
Customer reported that IV set allowed secondary fluid to back up into primary bag on surgical floor pt. No adverse effect on pt was reported. The set was saved and has been requested for evaluation, but has not yet been received. F/u report will be filed if the set is received in the future for investigation.

Manufacturer narrative:
Pt's info requested, and all available info is included.